Manufacturer narrative:
The master tool manipulator was returned for failure analysis, and the reported failure was unable to be reproduced, nor could it be confirmed as having occurred. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the system experienced an error on the left master tool manipulator (mtm) of surgeon side console (ssc) 2. The customer disabled the mtm and continued the procedure using ssc 1. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported problem. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.